Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20729757, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20729757, UDI: (B)(4).

Event description:
It was reported that patient had an infection around the back near the stimulator. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices removed. The explanted device will not be return.